Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and insulin pump alleging possible over delivery. The customer¿s blood glucose level was 38 mg/dl at the time of incident. Customer was treated with food. The customer did not provide details on symptoms related to the low blood glucose. Customer reports insulin pump system had not been in use within 48 hours of reported low blood glucose. Customer did not using auto mode feature at the time of low blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. The insulin pump will not be returned for analysis.